Event description:
Procedure type: sigmoidectomy. According to the reporter: it was difficult to release the head of the device. When the instrument was removed, a second one was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 10/16/2008.